Event description:
During a conversation with a fellow resident physician (who assisted in the case), a spnc rep learned of a lead removal case that occurred between (B)(6) and (B)(6) 2010. This left-sided procedure that took place in the cardiac catheter lab with the intent of removing 3 (ra, rv & cs) leads. Both an arterial line and fluoroscopy were utilized during the procedure. The md began lasing with a sls (unk size) to remove the 1st lead when it was noted the pt's arterial blood pressure was dropping, the CT surgeon was paged and arrived within 2-5 minutes, an intraaortic balloon pump was inserted and inflated, the pt was transferred to the operating room, an emergent sternotomy was performed, and a svc tear was noted. Unfortunately, the pt did not survive the injury and following intervention. There were no devices retained for return analysis by the hosp staff. Since the date of procedure and model/lot number of the device are unk, an internal lot history review was unable to be performed.